Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective speaker and blower to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the backup alarm light is faulty. The device displays an alternate alarm fault and determines the speaker is faulty. There has been a power failure alarm. The device was not in use at the time of the reported event; therefore, there was no patient involvement.